Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to put the pump into storage mode and return it via ups, and a replacement pump was sent. The customer, not using fsl2+ sensors and without the most up-to-date software, acknowledged the instructions and planned to use multiple daily injections (mdi) as a backup therapy until the arrival of the replacement pump with the updated software.